Manufacturer narrative:
Device not returned.

Event description:
The end-user bought the unit and two weeks after the unit was bought, the leg bent and the end-user fell. The end-user was pushing the unit, and fell outside on the concrete sideways. An ambulance had to be called to help him get back up. Per the end-user, he was not injured, and the emt's helped to get him up and back into the house. The end-user complained of leg pain in both legs. After about 2 hours, the pain went away. The end-user is reported to mostly use the rollator outside - the user was walking to his truck, when the front wheel buckled and he fell. He also uses the rollator for balance, and once in awhile, his leg gives out on him, so the rollator is helpful. The device was returned to (B)(4) on 12/8/2016 & reviewed on (B)(6) 2016 - the unit was found to have a bent front caster wheel, and the tubing of the wheel that slides into the frame was found to also have bent, resulting in the unit being unstable.